Event description:
It was reported that the pt underwent a cervical procedure using an anterior fixation plate and screws at c3-c7. The plate reportedly disassembled at an unk time post op. A revision surgery took place to replaced the plate. At unk post op, the pt reportedly expired due to "heart complications". It is reported that the implanting surgeon does not believe that the death is related to the surgical procedure.

Manufacturer narrative:
Device was not returned to the MFR for evaluation. The x-ray films were sent to the MFR for evaluation. The evaluation is in process.